Event description:
The technician alleged head hi/low had a slow drift. No pt impact.

Manufacturer narrative:
The technician found the valve to the trendelenburg is allowing fluid to leak by which allows the head hi/low to drift. No further info is available on the repair of the bed at this time.